Event description:
The patient reported that the catheter was severed during surgery in 2010. This happened during back surgery. The pump was used to deliver morphine. No patient symptoms, interventions or outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).